Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision hip surgery for aseptic loosening of femoral component. Update 23/july/2019 wg: as reported in how was issue noticed: patient complained of pain confirmed on x-ray.